Manufacturer narrative:
This device is being sent back to microline surgical, inc and an investigation will be conducted. A final report will be submitted once the investigation is complete.

Event description:
Burned a patient, re-installed l-hook and tip was fine.